Event description:
It was reported that, getting out of bed, the patient felt a pull and shock over entire body. System off over the next week. Stim changed to severe sting to ins pocket. They were not able to get any stimulation. The patient was seen in the clinic on (B)(6) 2012; not able to get any stimulation, most impedance at 150 ohms. Planned revision. Patient also noted at this time of rubbing on bony area of hip at ins site. (B)(6) 2012, showed leads pulled out and wrapped around ins. The ins and leads were explanted and replaced. It was noted anchors separated and leads (both) pulled out, stimulator rubbing on lumbar bone. Doctor wanted to change to another stimulator. Dislodgment was noted. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; product typ lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012, product typ lead product ID 37754 lot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37744 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient product ID 3550-39 lot# unknown serial# implanted: explanted:; product typ accessory product ID 3550-39 lot# unknown serial# implanted: explanted:; product typ accessory. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of neurostimulator, model # 37713, serial # (B)(4), showed no anomaly found. Final analysis of lead, model # 3778-60, lot# serial# (B)(4), showed no anomaly found. Final analysis of lead, model # 3778-60 lot#, serial# (B)(4), showed no anomaly found. Final analysis of anchor, model # 3550-39, showed titan anchor separated. Final analysis of anchor model # 3550-39, showed titan anchor separated. The device is included in the medical device safety alert, titan anchor field action, physician communication (october 27, 2009).